Event description:
Patient reported he had a dangerous surgical event. Pt stated on (B)(6) 2024, he had a procedure done. During the procedure, the machine malfunctioned (rf multigen) while the lead was still on the causing a shock. Patient experience heart issues such as tachycardia, palpitation, chest pain, fatigue, increase heart rate, and hypertension. Patient also experience falls and could not walk for four days due to extreme pain, full thickness burn (third degree) and serious neurological issues was also experienced.